Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the external neurostimulator (ens) was first tested in the operating room. Then afterwards in hospital, the patient no longer felt paresthesia. A CT scan showed the lead was outside of the epidural space. An MRI was also needed to see where the lead was spaced. The cause was too much moving during the test period. There were no patient symptoms. The event resolved. No further complications were reported or anticipated.